Event description:
This is an international report where a minicap was found damaged. While changing the transfer set on the patient, it was observed that the blue clamp of the minicap was crumbling off. The report stated that there was a like a film on the blue clamp and when scratching it, the whole clamp was disintegrating. It was reported that the minicap is rinsed internally once a week with physioneal. The reporter stated that sometimes the solvent is applied to the minicap to remove the plaster that is used to attach the catheter to the patient. It was reported, that as corrective action, a bacterial analysis has been performed twice with an interval of one week and no contamination was found and there was no antibiotherapy performed. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint is confirmed because the nurse reported using a solvent that contains alcohol to clean the disposable, which is not recommended and is covered in the labeling to be avoided. The cause is determined to be mis-use of solvents or cleaning agents used to sanitize the transfer set. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.